Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime or seating, basic occlusion test, force sensor test, and occlusion test. No button error alarm noted upon testing however, pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that the insulin pump buttons not responding. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.